Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve in the patient's native annulus, the nose cone of the delivery catheter system (dcs) was attempted to be centered within frame inflow with a non-medtronic guidewire; however, this was unsuccessful and the valve dislodged. Following valve dislodgement, central regurgitation was observed. Subsequently, the dcs was withdrawn and open-heart surgery was performed to explant the transcatheter valve. Additional information was received that right femoral access and a non-medtronic (amplatz ss) guidewire were used for the procedure. No pre-implant balloon dilation was performed. The valve was implanted using cuspal overlap technique and slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was difficulty withdrawing the guidewire and nose cone. Additional information was received that the severity of central regurgitation observed was moderate-severe.

Manufacturer narrative:
Updated: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve in the patient's native annulus, the nose cone of the delivery catheter system (dcs) was attempted to be centered within frame inflow with a non-medtronic guidewire; however, this was unsuccessful and the valve dislodged. Following valve dislodgement, central regurgitation was observed. Subsequently, the dcs was withdrawn and open-heart surgery was performed to explant the transcatheter valve. Additional information was received that right femoral access and a non-medtronic (amplatz ss) guidewire were used for the procedure. No pre-implant balloon dilation was performed. The valve was implanted using cuspal overlap technique and slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was difficulty withdrawing the guidewire and nose cone.

Event description:
It was reported that following the implant of a transcatheter valve in the patient's native annulus, the nose cone of the delivery catheter system (dcs) was attempted to be centered within frame inflow with a non-medtronic guidewire; however, this was unsuccessful and the valve dislodged. Following valve dislodgement, central regurgitation was observed. Subsequently, the dcs was withdrawn and open-heart surgery was performed to explant the transcatheter valve.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve, product ID: evfxplus-29, serial: (B)(6), use by date: 2027-05-16, UDI: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.